Event description:
A dark, curly hair was found on the basin in the o&m crani pack. Back table torn down, new case cart called for. Delay in case was over 23 minutes; team had to wait for a new case cart to be received.